Manufacturer narrative:
Two probes were returned for this case. Both probes were inspected and noted that there were no leaks, cooling ran normally, and no anomalies were noted. The software was also reviewed and noted that the rapid timeouts occurred repeatedly and were characterized by cooling pressure starting 2000kpa, then dropping to around 1150-1250 kpa to maintain the probe temperature within 11-14 degrees celsius range to enable laser interlock. When the laser was turned on, the temperature rose quickly and exceeded 35 degrees celsius within 10-15 seconds. The cooling pressure was unable to ramp up fast enough to control the temperature.

Event description:
It was reported that during an ablation procedure, the user received numerous occurrences of "the target probe temperature could not be maintained within the target temperature zone (error d16). The user then swapped the probe and experienced the same error. The case was then aborted.